Event description:
It was reported that high impedances greater than 4,000 ohms were measured on contact electrode zero during a stage two procedure. The high impedances were measured after connecting the implantable neurostimulator (ins) to the lead. The extension was disconnected and reconnected to the ins three times, but there was no improvement in the impedances. An impedance of electrode pair c-0 was 3869 ohms. The ins was removed and the lead and extension were tested with an external neurostimulator (ens). The following impedances were measured when testing with the ens: 0-1 = 3733 ohms, 0-2 = 3600 ohms, and 0-3 = 4067 ohms. Since there was only one electrode with high impedances, the healthcare professional (hcp) decided to implant the ins. The hcp thought there may have been some fluid in one of the connections. The manufacturing representative was going to review the impedances at the patient¿s one week post operation appointment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, lot# unknown, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0t2ur, implanted: (B)(6) 2015, product type: lead; product ID 3387s-40, lot# va0t2ur, implanted: (B)(6) 2015, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 37651, serial# (B)(4), product type: recharger; product ID 37642, serial# (B)(4), product type: programmer, patient. Mfg site ID was updated to (B)(4). Patient and device information was updated.

Event description:
Additional information received reported that the patient&#62688;impedances were in normal range a week after surgery.